Event description:
It was reported that upon interrogating a device in-box, there was premature discharge of battery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogating a device in-box, there was premature discharge of battery.

Manufacturer narrative:
Narrative: the reported battery capacity anomaly was confirmed in the laboratory. The device had been programmed out of shipped settings that increased background current and slightly reduced capacity.